Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
¿Please note that this device (endeavour resolute ) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th distal stent wraps with struts raised and bunched. Proximal stent od = 0.048 inches; mid stent od = 0.058 inches; distal stent od = 0.047 inches. Specification = 0.055 inches max. No deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal left anterior descending coronary artery, exhibiting 87% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Procedure was completed using a medtronic device. Patient status post-procedure is alive with no injury. When the device was returned to the manufacturing facility, it was noted that the stent was damaged